Event description:
It was reported that a revision surgery was performed due to irritation, h8 plate removed. Upon removal, plate and screws in holes 1 and 4 appeared to be 'rusty'. Further information requested.

Manufacturer narrative:
It was reported that a revision surgery was performed due to irritation, h8 plate removed. Upon removal, plate and screws in holes 1 and 4 appeared to be 'rusty'. The affected complaint devices, used in treatment, were returned and evaluated. A lab analysis conducted during this investigation concluded that rust exists on the one third tubular plate near the 1st and 4th holes and on two of the screws. There were also traces of aluminum near the areas of observed corrosion on both the tubular plate and the two screws. This is likely caused by the interfacial contact between the inferior surface of the screw head and the aluminum caddy (tm-20-028). Per the material science group, some potential causes could include but are not limited to galvanic corrosion between the stainless steel screws and an aluminum screw caddy. The corrosion likely transferred from the screws to the plate post operatively. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. This reported failure has been identified in the instructions for use and risk management files as potential adverse events. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated.